Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the product malfunctioned, and the customer experienced a hypoglycemic reaction as a result. It was stated that the customer sustained significant bodily injuries, and remains disabled. Nothing further was reported.